Event description:
This is a spontaneous nurse report from (B)(4) of touch contamination and bacterial peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter (B)(4), the reporting nurse stated that on an unreported date, the patient made mistake/touch contamination. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. Treatment information was not provided for the events. On an unreported date in 2010, dianeal therapy was withdrawn. The patient was recovering from the peritonitis. It was not reported whether the event of patient made mistake/touch contamination resolved. Per the nurse, the event of bacterial peritonitis with (B)(6) was not related to dianeal pd4 ambuflex therapy. A causal relationship was not reported for the event of patient made mistake/touch contamination and dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). Stent fracture can be a result of, but is not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with accessory device (post-deployment). In this case, as there was reported resistance in removal of the catheter post-deployment, it is possible that the tip of the catheter caught on a stent strut leading to both the stent fracture and the resistance. As the anatomy was heavily calcified, this is also a possible cause of the reported resistance. Further, no pre-dilation was performed and per the instructions for use (IFU): if desired, pre-dilate the lesion with an appropriate size balloon dilatation catheter to a minimum opening of 2.5 mm. Note: if no pre-dilatation is performed, there must be a minimum luminal opening of 2.5 mm to enable passage of the stent delivery system. As the device was not returned and there was no reported information that would aid in the determination of a conclusive cause, a definitive cause for the reported stent fracture and resistance felt during removal could not be determined. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the calcified right internal/common carotid artery in the bifurcation, pre-dilatation was not performed and the rx acculink was deployed in the 95% stenosed lesion. There was no resistance felt during deployment of the stent. Post dilatation was not performed. When removing the stent system, slight resistance was felt. No resistance was felt when removing the embolic protection device. Images revealed that the stent was fractured. Medical intervention was not performed and there was no adverse pt effect. The following day, x-ray and doppler scan showed good results. Routine pt f/u will be performed. No intervention is planned. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A f/u report will be submitted with all relevant info.